Manufacturer narrative:
H3, h6: it was reported that bhr revision surgery of the right hip was performed. As of today, the implanted devices all of which were used in the treatment, and additional information has been requested for this complaint but has not become available. Without definitive part/lot numbers a complete complaint history review cannot be performed for the devices involved. A review of the complaint history review was performed using the part number for a 50 mm bhr head and bhr cup 56 mm in search of complaints involving metallosis throughout the lifetime of the product. Similar complaints have been identified and this will continue to be monitored. As no device batch numbers were provided for investigation, a manufacturing record review and device labelling / instructions for use review could not be performed. All of the devices would have met manufacturing specifications. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documentation was reviewed. The ¿limited amount of anteversion on the cup¿ cannot be ruled out as a contributory factor the reported clinical reactions. Although it was reported the patient had elevated metal ion levels, neither the levels nor the lab reports were provided for review. Without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported pain, pseudotumor, and elevated metal ion levels cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. The investigation remains inconclusive and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. Based on this investigation, the need for corrective action is not indicated.

Event description:
*Us legal mdl* it was reported that, after a bhr resurfacing construct had been implanted on the plaintiff's right hip on (B)(6) 2018, the plaintiff experienced severe pain, stiffness, loss of mobility and metallosis. A revision surgery was performed on (B)(6) 2020 to treat this adverse event. The plaintiff´s outcome is unknown.

Event description:
It was reported that, after a bhr resurfacing construct had been implanted on the plaintiff's right hip on (B)(6) 2018, the plaintiff experienced severe pain, stiffness, loss of mobility and metallosis. A revision surgery was performed on (B)(6) 2020 to treat this adverse event. During the revision surgery, both metallic components were explanted and replaced with a thr system from a competitor. The plaintiff´s outcome is unknown.

Manufacturer narrative:
H10: additional information in b7 and d4. H11: corrected information in b5.

Manufacturer narrative:
It was reported that a right hip revision surgery was performed due to severe pain, stiffness, loss of mobility and metallosis. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the devices concerned was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the cup and the head, and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. The available medical documents were reviewed. The ¿limited amount of anteversion on the cup¿ cannot be ruled out as a contributory factor the reported clinical reactions. Although it was reported the patient had elevated metal ion levels, neither the levels nor the lab reports were provided for review. With the information provided the clinical root cause of the reported pain, pseudotumor, and elevated metal ion levels cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. However, 11-months post revision it is noted, patient is slowly better, still has significant pain although his cobalt chrome levels are down to 0. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
Sections a2, a3, d1, d3, d4 and g4 were updated according to the new information received. Internal complaint reference number: (B)(4).